Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(6).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
Device evaluation: the condition of failure code 807:05 was confirmed through the event history and was found to be due to a defective pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. This device utilizes user interface module master software version 5.06.00 categorized as unremediated. (B)(4)

Event description:
During a review of the pump's event history by baxter (B)(6) personnel, a colleague infusion pump was found to have experienced failure code 807:05, interrupting delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This user interface module software version of this device is unknown. No additional information is available.